Event description:
It was reported that oversensing was noted on the atrial electrogram (egm) when doing isometrics. The signal was similar to musclenoise. When checking vectors, the noise was isolated to the atrial ring. Possible insulation issue on the atrial lead is suspected.the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products d314drg implantable cardioverter defibrillator (B)(6) 2011. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.